Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they found air bubbles in their reservoir compartment of their insulin pump. The customer's blood glucose level was at 70 mg/dl. The customer felt that their blood glucose was low. The customer felt symptoms of dizziness. The customer treated their blood glucose with food. The customer was assisted with trouble shooting and the insulin pump passed the displacement test. The customer did not return the product back for analysis.